Event description:
It was reported the vital machine is not reading or not giving the correct numbers. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A cold-start to reboot system was initiated. The blood pressure (bp) function was tested and operated as designed. The device was returned to use at the customer's site. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.